Event description:
I was diagnosed with breast cancer in my right breast in (B)(6) 2010. I contacted a breast cancer surgeon and she told me I needed to have a mastectomy since there were 2 tumors in different areas of my breast. I also contacted a reconstructive/plastic surgeon. I agreed to have an implant put in at the same time as my surgery. The plastic surgeon put in a tissue expander for three months and on (B)(6) 2011, I had an allergan textured breast implant put in. The style of the implant had not been approved by the FDA yet, so I signed a consent form to be part of a study. I read the agreement thoroughly and there were only two possible risks: infection or compartment contracture. There was no mention of lymphoma cancer. Approximately 2 years later the FDA approved this style implant and the study was ended. On (B)(6) 2016 my right breast became tight and hard. In the next few days it became larger and larger. I contacted my plastic surgeon and she asked me to take a picture of my breast and send to her, since I was out of town at the time. She ordered an antibiotic and made an appointment for me to see her the following week. I went to see her and she took more pictures and told me it was probably an infection and I should continue antibiotic. My breast got bigger and bigger and my surgeon decided to remove my implant. During the surgery she took a tissue sample and then put in a new textured implant and closed up incision. On (B)(6), the pathology report came back with the diagnosis of alcl. It was confirmed by a pet CT scan. My surgeon said that she knew the doctor who specialized in alcl and that he was at the (B)(6). My husband and I flew to (B)(6) to have implant and surrounding scar tissue removed by the surgeons who are the authority on this disease. Also, the research on this disease is being done by a team there. They have seen most of the diagnosed cases in the us. I had other tests done there: an ultrasound and a chest x-ray. I spoke with the doctor and he told me that the lymphoma was only in the fluid surrounding the implant and not in the scar tissue (capsule) or in my lymph nodes. I had the surgery on (B)(6) 2016 and was informed that all of the cancer cells were removed and I was now cancer free. I decided to have a smooth silicone implant put in during the surgery rather than come back later for additional reconstruction. The doctor told me that none of the alcl cases had ever involved a smooth implant. I also agreed to have a pet CT scan every 6 months to be sure there were no new cancer cells.